Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a shooting pain around the implant site. Patient advised to reach out to physician. As of this time, this device remains in service. No adverse patient effects were reported.